Event description:
The customer reported the device had a "wrong bezel installed/broken". No patient involvement.

Manufacturer narrative:
Corrections: e3, g3.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/02/2018 to the present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a "wrong bezel installed/broken". No patient involvement.